Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The event logs suggested that the executive processor board was in need of replacement. The fse replaced the executive processor board, and he also replaced the expired 9v memory battery. The fse then performed a preventive maintenance (pm) with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during patient transport from one facility to another the cardiosave intra-aortic balloon pump (iabp) was leaking. There was no harm or injury to patient and no adverse event was reported.